Manufacturer narrative:
Reported event: an event regarding fretting (trunnion wear) involving a lfit v40 cocr head that was mated with an accolade stem was reported. The event was confirmed via provided photo of the mated stem. Method & results: product evaluation and results: the reported device was not returned however a photograph of a mated stem was provided for review. The stem trunnion was severely worn and penciled to a pointed tip. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate 12 devices were manufactured and accepted into final stock on 06-jan-2009 with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient¿s hip ¿gave way¿ in the shower and they¿ve had pain for 6 months. The patient's hip was revised due to worn trunnion. The reported device was not returned however a photograph of a mated stem was provided for review. The stem trunnion was severely worn and penciled to a pointed tip. Lot specific voluntary recall v40 - recall -2249697-05/07/2018-003r was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
The customer reported that a patient who had been implanted with an accolade tmzf stem in 2009 was revised as the trunion has worn. The patient¿s hip ¿gave way¿ in the shower and they¿ve had pain for 6 months.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
The customer reported that a patient who had been implanted with an accolade tmzf stem in 2009 was revised as the trunion has worn. The patient¿s hip ¿gave way¿ in the shower and they¿ve had pain for 6 months.